Event description:
It was reported that during the lap drainage of an abscess, the trocar kept leaking around the upper seal. The device was used to complete the case. No pt consequence was reported.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.